Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. A 5.5 x 150 mm supera stent was successfully implanted without issue. However, during removal of the device, the system was not locked and the tip was not retracted. The tip caught on the deployed stent and dislodged. There was no damage noted to the implanted stent. The tip was removed with a snare device. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the tip detachment was due to user error. The additional treatment and snare of the detached tip are related to operational context.